Event description:
Upon reassessment it was found that this device did not cause or contribute to the reported event. The initial report was forwarded in error.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h11. Upon reassessment it was found that this device did not cause or contribute to the reported event. The initial report was forwarded in error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial left total hip replacement on an unknown date followed by multiple revisions. Subsequently, the patient was revised approximately 9 months post-implantation due to unknown reasons. The head, cup, and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown liner durasul 48/32, lot # unknown, item # unknown, unknown hds 50, lot # unknown, item # unknown, zweymuller stem non-cemented size 5, lot # unknown, item # unknown, unknown palacos, lot # unknown. G2: report source switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.